Event description:
A cystoscopy for bladder stones was in progress, when the insulation of the electrohydraulic lithotripsy probe tip reportedly came off. The metal bushing from the probe was retrieved with no problem. Another new probe was used and the procedure was completed satisfactorily.